Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Review of the medical records and images by aga's medical consultant resulted in the following findings: the angiogram images revealed the defect was ballooned sized with a minimal to no waist. The amplatzer sepal occluder was placed in the defect with the two discs very close to each other. This gave the impression that the discs did not sandwich the septum, or the device was too small for the defect and the right disc did not sandwich the septum. Following release, the device tilted and appeared to separate from the septum. According to aga's medical consultant, there are generally three causes of device embolization to the left atrium; inappropriate placement, an under sized device or an appropriately sized device in a defect with a thin, mobile rim that is not strong enough to hold the device. In this case, the device does not appear to have sandwiched the septum (as evidenced by the close proximity of the device edges) and hence it embolized. The fact that the defect was closed with a 24mm device (which appeared slightly oversized by angiography) was highly suggestive of inadvertent device under sizing.

Event description:
According to the information received, an 18mm amplatzer septal occluder was placed via 10f hausdorf sheath in the right femoral vein with fluoroscopy and tee monitoring. Upon release of the device, it embolized into the aorta. The device was snared using a gooseneck snare and retrieved through a 10f sheath in the femoral artery. A 24mm amplatzer septal occluder was successfully placed. The patient was admitted for 23 hour observation and discharged in 2009.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.